Manufacturer narrative:
The impella lp2.5 was not returned for evaluation. A review of the device history did not reveal any nonconformities.

Event description:
Lower limb ischemia occurred after the implant of the impella lp2.5 via the right femoral artery. The impella lp2.5 was removed from the patient due to the lower limb ischemia. The ischemia did not improve after the pump's removal from the patient. The patient subsequently expired due to myonephropathic metabolic syndrome (mnms.)